Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14291. It was reported that effective therapy was never established from patient's scs system. Reprogramming was unable to resolve the issue. Diagnostics showed one of the existing leads migrated. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.